Event description:
Reporter alleged obtaining a discrepant blood glucose result of 420 mg/dl on a patient using the inform system compared back to back with a result of 50mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated at a different time, another discrepant blood glucose result of 228 mg/dl was obtained on the same patient using the same inform system compared back to back with a result of 61 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.